Event description:
In 2005 the trach tube was dislodged (came out a little bit) while using the obturator provided with the kit but he pushed it back in. Next, he tried to remove the obturator from the tube but could not, needing to connect his oxygen feed. He then juggled the obturator to get it out; this caused the trach to not be able to be removed, and causing the inability for him to breathe. The complainant said that he suffers from post traumatic syndrome and he panicked. He could not call anyone and he turned blue. He then made a quick decision to just "yank" out the tube and he managed to get it out. When the tube came out metal wire came out of the tube and the part shattered and the pieces went into his lungs and was receiving little air to breathe. Someone found him at home and called 911 and he was rushed to the hospital. In the ER they performed emergency surgery and removed the pieces that were inside him. The complainant noted that he is; "not claiming this caused permanent injury".